Event description:
It was reported that the device exhibited <200 ohms bipolar atrial impedance and 209 ohms unipolar atrial impedance. At implant, the impedance was 310 ohms. The evening of the implant, the impedance was <200 ohms and one day post implant, the impedance was 326 ohms.